Manufacturer narrative:
The review of the lot history record did not reveal any issues that may have caused or contributed to the reported incident. The device was disposed of at the site, and therefore, not returned for evaluation. No other information, indicating that the device did not perform as intended, was provided at this time. There is no evidence that suggests the device did not meet specifications. The physician assessed the complication as not related to the mynx device and most likely due to the number and location of the initial femoral artery sticks. Of note, effectiveness of the mynx in multiple, venous, or sticks outside the common femoral is unknown.

Event description:
A female patient, underwent coronary intervention in 2007. Medications include asa, plavix, and peri-procedural angiomax. Baseline hemoglobin (hg) was 11.1 g/dl. The initial coronary procedure was reported as complicated by difficult access requiring multiple femoral artery sticks including one described as venous and one as "high". The procedure duration was estimated at one hour. Mynx procedure was reportedly performed per IFU without complication, with patient stable upon leaving the cath lab. Act was not taken, post procedure blood pressure was 156/75. Approximately 2 hours post ambulation, the patient complained of back and abdominal pain. Hg was 7.2 g/dl, and a CT scan showed retro-peritoneal bleed. Patient was transfused 2 units of packed red blood cells. Follow up hg performed the next day, was 10.1 g/dl. No surgery or additional intervention required. Patient was discharged the following day, without further incident. The physician assessed the complication as not related to the mynx device and most likely due to the number and location of the initial femoral artery sticks. Of note, effectiveness of the mynx in multiple, venous, or sticks outside the common femoral is unknown.